Event description:
New information reported that a firmware download was performed. Rf communication was noted restored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the device could not be interrogated via rf communication. Inductive telemetry was successful. Rf communication was possible at close range. No changes were made and the patient would continue to be monitored.